Event description:
The customer reported that the unit would not fully boot up and was displaying a disk error message and a call svc error on both monitors. No pt injury was reported.

Manufacturer narrative:
A ge svc rep replaced the hard drive and reloaded the system software and the configuration and calibration files. The system was tested and found to be working as intended and put back into svc.